Event description:
The customer had experienced a low blood glucose event earlier in the day, with the lowest level reported at 40 mg/dl, which they treated by consuming carbohydrates. Cause was not known. Cts advised the caller to consult with a healthcare professional to discuss possible impacts on blood glucose levels.